Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-feb-2017 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that no failed drawers were observed. A the field service engineer (fse) conducted a thorough inspection of each drawer in every pocket of the main unit. Despite the customer's report of an issue, all drawers were operating correctly at the time of the visit. The fse also performed a comprehensive check of all related components to ensure proper functionality. The system functioned as intended after the field service engineer verified the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, main drawer 5.1 was stuck and was not opening. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported due to this event